Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was on impella cp support. During procedure, .018 wire kinked during pushing. While on support, the patient was resuscitated with blood products due to bleeding into chest tubes. Patient also had a thrombectomy of lower left leg (lle). The patient developed coagulopathy requiring massive transfusion of 4 units of packed red blood cells, 2 units of platelets, 2 units cyro, 2 units of fresh frozen plasma. Coagulopathy improved. Platelets continued to downtrend with the impella. Patient received 1 unit of platelets. Care was withdrawn. Patient expired.

Manufacturer narrative:
The investigation for the thrombocytopenia, limb ischemia has been completed. No product was returned for analysis. Clinical details mention significant difficulty passing 5.5 on .018" wire due to both anastomosis and angle of aorta to aortic root from right axillary. The root cause of the delivery issues was most likely patient condition related as evidenced by clinical details. The root cause of the thrombocytopenia and limb ischemia could not be determined without additional clinical details. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Corrections to the initial MFR report: b1-should have had product problem selected in addition to adverse event h6 medical dev prob code added 2682 h6 clinical code 2041 entered in error.